Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13226ts bb-tak tip broke while fixing the plate. The broken tip could not be retrieved. This occurred during use in a orif case with no patient effect. No delay in case.